Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedures, there was not good staple formation. No buttressing was being used. No additional details were provided. Procedure was completed with the same device.